Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a broken sensor. Customer reported that while training the diabetes educator accidentally broke the sensor. Customer's blood glucose reading at the time of the incident was not included in the report. Product is not expected to return.